Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was performed on the reported lot and no deviations were noted. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported to baxter (B)(4) a vialmate in which a rubber flake was noticed in the vial when the medicine was being mixed by a nurse. There was no patient involvement. Therefore, there are no reports of patient injury or adverse events associated with this report. No additional information is available.